Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/06/2015 with the following findings: a review of the pump¿s black box data revealed no evidence of a loss of power. The battery compartment was observed to be cracked and had damaged threads, with evidence of moisture inside. The battery cap was not returned with the pump, and a test cap was used to complete the investigation. The test cap was able to fully secure onto the pump. The pump powered on with the test cap, and was exercised for 24 hours with no power interruptions or duplicated alarms. The leak test failed due to a battery compartment crack. The pump was opened and evidence of additional moisture was observed inside the pump. Unrelated to the initial complaint, the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a no power issue. There was allegedly damage to the battery cap contacts and the cap was missing the spring. Evidence of moisture was noted in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.